Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. The vns was disabled. The patient had no known trauma. Previous vns diagnostics in (B) (6) 2008 were normal per the reporter. Vns revision surgery is likely but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.